Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A customer reported their lancing device did not penetrate skin and as a result of being unable to test fell on her table in her home and had to go to the hospital. The customer reportedly experienced polydipsia, blurred vision and subsequent loss of consciousness. The customer self-presented to a health care facility where "emergency doctor told customer that she was a diabetic" and treated with insulin, which was a change to their normal medications. In addition, the customer drank water in attempt to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.